Manufacturer narrative:
The customer reported to the remote service engineer (rse) that although sounds were heard when the device booted up, the display screen was blank. The rse troubleshot the device with the customer, and the customer confirmed the connections on the power management (pm) board and that everything seemed to be seated properly. The customer then requested the part number for a replacement liquid crystal display (lcd) screen for repair, and the rse provided the customer with the part number and price. Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Manufacturer narrative:
H10: philips received a complaint by the customer on the v60 indicating that the display had a blank screen. It was reported that there was no patient involvement at the time the issue was discovered. Per good faith effort (gfe) response received 03/24/2023, the customer stated that the part was finally received but did not resolve the reported issue--the customer will continue to troubleshoot with technical support.

Event description:
It was reported, while not in use, the device appeared to have a blank display screen. Investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.